Manufacturer narrative:
Concomitant medical products: 5076-52 lead , implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, alert triggered for high rvcoil impedance. It was also noted that rvcoil impedance spiked occurred, that indicated a rvcoil conductor fracture. Information received indicated the physician was informed, and decided not to take any action. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.